Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the lvp display board needed to be replaced due to dim segment. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on the returned display board. Physical inspection noted on the board was performed and no damage, corrosion, or cold solder was observed. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned lvp display board assembly with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that the lvp display board needed to be replaced due to dim segment. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the lvp display board needed to be replaced due to dim segment. There was no patient involvement.